Manufacturer narrative:
(B)(4). Product analysis : macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample bone screw found the implant unable to be fully engaged into the bone screw head. Conclusion: the above observations are consistent with misalignment of the bone screw and set screw threads during construct assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent surgery due to lumbar degenerative disc. Intra-op, screw was implanted and while mounting the screw plug on the screw, the plug was found to be cracked. The surgeon replaced the plug with a new one but the issue occurred again. There was no fragment inside the patient's body. The doctor had to explant the screw and replace it with a new screw and a new plug. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.